Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer needed assistance with software on pump. The customer states they were in the 40mg/dl. The customer declined to troubleshoot. No further assistance provided at this time.